Manufacturer narrative:
Literature search-article attached. The patient had a bare metal stent (tsunami 3.5 x 20mm) placed in the proximal left anterior descending (lad) coronary artery two years prior to the index procedure involving the cypher drug eluting stent. Due to recurrent angina, the patient had coronary angiography done revealing a 90% stenosis of the proximal right coronary artery (rca) and an in-stent restenosis (isr) of the previously implanted bms. The isr was treated by balloon angioplasty. The proximal rca was treated by implantation of a cypher 3.0 x 23mm stent. The cypher stent was post-dilated with a 3.5x 20mm balloon at 18atm. The bending point of the proximal rca was reported to be straightened out by the stent placement. The product is not available for evaluation and testing. Please note that the device is distributed outside the unites states; however, it is similar to the united states product. This complaint originated from an article in the internationl journal of cardiology. The male patient with a history of angina and previous bare metal stent (non-cordis) placement in the proximal left anterior descending artery (lad) underwent cypher stent implantation to the right coronary artery and balloon angioplasty to treat restenosis of the bms. Approximately 3 months following implant, the patient complained of recurrent angina and 64-slice CT was performed that revealed a high-grade stenosis of the bms and stent fracture of the cypher stent without significant luminal narrowing. The stent fracture did not require additional treatment and 6 month follow-up revealed no restenosis. The article suggests that the flexure of the vessel at the site of the cypher stent implant and repetitive kinking of the stent during the cardiac cycle could have caused the fracture. In addition, post-dilation with a 3.5mm balloon at high pressure may have contributed. The product was not returned for analysis. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance. The device remains implanted and is not available for analysis. Additional patient, vessel and procedural specific information was not provided. Per the author, it appears that vessel characteristics and procedural factors may have contributed the reported stent fracture. Please note that this is the initial/final report for this product.

Event description:
The report is from an article published in the international journal of cardiology. Three (3) months after cypher stent placement, the patient had recurring attacks of angina. A 64-slice computed tomography (CT) scan was performed and a complete stent fracture without significant luminal narrowing was identified. Follow-up angiography at the six (6) month period revealed no restenosis.